Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the load sequence the customer received a notification stating "pump cannot detect the cartridge has been removed." Troubleshooting with tandem technical support was performed and cartridge was successfully loaded onto the pump. Customer's blood glucose level was not impacted.